Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned and evaluated. Upon visual inspection, no biomaterial was found in purge gap and no kinks were found in purge line. The failure was not reproducible during testing. However, data logs show a build-up in purge pressure over approximately a 2-hour time period and purge flow gradually dropped as well as impella stopped. The root cause of the high purge pressure was most likely due to a gradual buildup on biomaterial in the purge gap. The root cause of the temporary pump stop was most likely due to a use issue as pump was plugged back in shortly after and did not cause any prolonged loss of support. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was a prolonged purge system blocked alarm and tissue plasminogen activator protocol was unsuccessful. Purge flow less than two cubic centimeters per hour for over eight hours. The impella 5.5 was replaced with a new impella 5.5. There was no harm to the patient.